Event description:
During a remote follow up, it was noted the device was unable to pair using bluetooth (ble) with the application. Technical support was contacted and suspected a ble telemetry issue with the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating the ble was restored to resolve the event. The patient was stable.

Event description:
Additional information was received indicating the ble telemetry issue was due to ble telemetry lockout.